Event description:
The lay user/patient called lifescan (lfs) on july 3, 2006, and alleged that his meter was reading inaccurately high. The lfs representative obtained the following information from the patient. The patient tested on his meter a few days before calling lfs (exact date unknown), and he obtained a result of 180 mg/dl. At the time of testing he felt hypoglycemic (shaky and incoherent). The patient ate some glucose, and felt better afterwards. He takes 70/30 insulin based on a set amount: 18 units in the morning, and 8 units in the evening. He did not take his insulin that morning, because of his sympstoms. The patient does noct recall what his blood glucose results were the day prior to the hypoglycemic event. He reported that he has experienced several hypoglycemic events in the past. The patient did not test his blood glucose on any other devices, he was comparing to normal readings/feelings. The code number on his test strip vial did not match the code number on the meter. This complaint is being reported, as the patient was obtaining results that did not correlate with his symptoms. He treated himself based on his symptoms, and felt better afterwards. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.